Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 177 mg/dl at 10:48 p.m. Which he reported was unusual for him and self-treated with unspecified dose of insulin. Customer subsequently experienced symptoms described as "shaky, cold, sweating, lips being numb, tingling sensation in fingertips, problem with eyesight, things looked yellow" and crashed. A reading below 30 mg/dl was obtained on the adc meter at 11:24 p.m. And the customer was seen at the hospital where a reading of 31 mg/dl was obtained on the hcp meter at 11:40 p.m. Customer was treated with glucose gel under his mouth and unspecified shot which he was not able to recall. Customer additionally reported that a reading of 90-100 mg/dl was obtained on the hcp meter after treatment at 11:45 p.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 177 mg/dl at 10:48 p.m. Which he reported was unusual for him and self-treated with unspecified dose of insulin. Customer subsequently experienced symptoms described as "shaky, cold, sweating, lips being numb, tingling sensation in fingertips, problem with eyesight, things looked yellow" and crashed. A reading below 30 mg/dl was obtained on the adc meter at 11:24 p.m. And the customer was seen at the hospital where a reading of 31 mg/dl was obtained on the hcp meter at 11:40 p.m. Customer was treated with glucose gel under his mouth and unspecified shot which he was not able to recall. Customer additionally reported that a reading of 90-100 mg/dl was obtained on the hcp meter after treatment at 11:45 p.m. There was no report of death or permanent impairment associated with this event.